Manufacturer narrative:
H10: h3, h6: the reported 5.5 twinfix ultra pk anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported breakage. The anchor has broken at the suture eyelet and is missing small fragments. Removal of the anchor from the inserter showed one of the two inserter tines is bent. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Off axis insertion of the anchor. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during a shoulder rotator cuff repair, the anchor was found fractured. All the pieces were removed from the patient with tweezers and a backup device was available to complete the procedure. There was a delay greater than 60 minutes and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.